Manufacturer narrative:
The ventilator was investigated at site by our field service engineer. The ventilator failed internal leakage test during pre-use check. The pressure transducer printed circuit board (pcb) found defective. The customer gave up the repair and the machine was deactivated. No device logs were received and the replaced parts requested for further investigation. Pressure transducer pcb measures the pressure, conveyed via the pressure tube connected to this block by its differential pressure transducer. With differential reference to the ambient pressure, the output signal is proportional to the measured pressure thus giving a linear measurement in the range -40 cmh2o to +160 cmh2o. Defective pressure transducer pcb may lead to high pressure. Will not be returned by the customer. The root cause for the reported problem could not be determined. The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref.#: (B)(4).